Event description:
I underwent a complete hysterectomy in late 2008. For pain management the dr inserted onq. I was released from the hospital in early 2009. Between my surgery two days later, I developed a lump on the left side of my lower abdomen and my fever went from 100.3 degrees while in the hospital to 102.7 degrees the night of the same day. On the morning of the next day, I was unable to get out of bed suffering from severe fatigue, dizziness and a fever of 103.5 degrees. After being sent to the ER by the doctor my fever climbed to over 104 degrees. A cat scan revealed an abdominal wall abcess. I spent 5 days in the hospital with extremely low blood pressure and blood counts which required a blood transfusion and a very high white count. It was determined by my surgeon and the infectious disease doctor that the abscess was a result of the onq device. After very aggressive antibiotics and other treatment, I was sent home to recover which a month later I am still struggling with. After leaving the hospital, it was revealed to me that I was not the only patient to develop this adverse effect from the onq; however, I was the most serious and the dr has ceased using it on his patients and in that hospital as a whole. Dates of use: late 2008 - 2009. Diagnosis: pain management following hysterectomy. Event abated after use stopped: yes.